Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. The customer stated problem was not confirmed. Could not repeat customer stated problem during testing. Found no faults with the pump during testing. The main board was replaced as a preventative measure, noticed error code 45982 in event logs history multiple times along with 45984. Dso had a bubble and was replaced during the repair process. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed error code 45984 and the dso (downstream occlusion sensor) seal bubbled during testing. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. The customer stated problem was not confirmed. Could not repeat customer stated problem during testing. Found no faults with the pump during testing. The main board was replaced as a preventative measure, noticed error code 45982 in event logs history multiple times along with 45984. Dso had a bubble and was replaced during the repair process. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed error code 45984 and the dso (downstream occlusion sensor) seal bubbled during testing. No patient involvement was reported.